Manufacturer narrative:
The reported issue of dim segments was confirmed on 13 out of 15 returned display boards. Physical inspection on each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 13 out of 15 returned lvp display board assemblies with dim segments. Pcb s/n (B)(6) could not be tested due to channel error 211.2000 displaying when the cad pcu was powered on. Channel 211.2000 indicates a keypad processor communication error. Pcb s/n (B)(6) was observed with no dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 02/06/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/23/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one production failure record was opened for the source device. H3 other text : only a dim segment was provided for investigation.

Event description:
It was reported that there were dim display segments on 15 large volume pump (lvp) display boards. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were dim display segments on 15 large volume pump (lvp) display boards. No additional information was provided.